Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: net 9735994 sec app-wired-confd s8 svc computer 9735764 nav with pcoip s8 svc h3) onsite functional and visual examination was performed by a manufacturer representative. The computer and network wired configure were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The computer was returned for analysis. Functional testing determined the computer was malfunctioning causing the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that during a case the system spontaneously displayed "no video detected" on the main cart monitor and a disconnected message on the camera cart monitor. It was believed to be an issue with the router and or the computer. The representative performed further troubleshooting as replacing the router did not resolve the issue. The monitor were verified to be properly configured, and they tried a different hdmi cable between the computer and the monitor which did not resolve the issue. They attached the hdmi cable from another computer to another monitor and the issue was unresolved. The computer was suspected to be the issue. Technical services (ts) was able to replicate the symptoms by disconnecting the yellow ethernet cable connecting the router to the uninterruptible power supply (ups), then powering down via the software; main cart displayed "no video detected", and the camera cart monitor displayed "unable to connect." Both power buttons were illuminated blue. It was verified that the hdmi cable leading to the main cart monitor was seated properly, and the soft keys showed the display was currently set to hdmi. And the soft keys showed the display was currently set to hdmi. She also verified that the cart-to-cart cable was seated properly on both ends. Rebooting the system did not resolve the issue. On each reboot, the black medtronic splash screen appears on both monitors but eventually the main cart monitor displays "no video detected" and the camera cart monitor displays the disconnected message.  The representative confirmed the computer was receiving power (leds on back were on) when the issue occurs. They removed the covers from both the main cart and camera cart. Tried replacing the ethernet cable from the router to the ups with another cable; issue persisted. They tried plugging the router/ups cable (originally plugged into router port 5) into another port (6); issue persisted. (Original connection from port 6 to the scu was left disconnected.) They bypassed the cart-to-cart communication cable by plugging the separate ethernet cable into port 1 of the router and the other end into port 2 (from left to right) of the o-ring on the camera cart; issue persisted.

Manufacturer narrative:
D9, h2, h3: the return of 9735994 provided the lot number nx2045o10451. The hardware was returned and analysis was performed. The unit functioned as intended. No fault was found. Codes fdm b01, fdr c19, fdc d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.